Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. (B)(4). (B)(6).

Event description:
Caller alleging discrepant inratio value. (B)(6) 2015: lab = 1.5. (B)(6) 2015: inratio = 7.5. One week between tests. Patient's therapeutic range 2 - 3. Patient self tester was on unspecified antibiotics for past ten days. No reported adverse patient sequela. No additional information provided.